Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that a g2x ivc filter was implanted via femoral access with the tip at the level of renal vein takeoff, with very minimal tilt in the longitudinal axis. Re-position was recommended. After 3 days post filter deployment on (B)(6) 2009, the patient was attempted for filter removal. The right internal jugular vein was accessed and initial cavogram demonstrated displaced ivc filter to a transverse position with hook of filter lying flat pointing towards right and all the legs towards left side. The filter hook & most of the legs were seen to be lying outside the wall of ivc. Next, an en snare system (18-30 mm) was passed through the sheath. Multiple unsuccessful attempts were made to place the snare around the hook of filter. Further, attempts were also made to tilt the filter using the sheath and snare in order to reposition the hook into ivc, however this was unsuccessful. All this retrieval attempts contributed to further tilting of the filter. Subsequently, in the view of mal positioned filter, an optease optional filter was deployed cephalic to the existing bard filter. Later, on (B)(6) 2009, CT abdomen & pelvis w contrast indicated 2 ivc filters. The first was located superior to the renal veins. The second was located just inferior to the renal veins with an abnormal, horizontal configuration with few of the prongs extending past the margin of the ivc and one prong extends into the third portion of the duodenum. Therefore, the investigation is confirmed for positioning issue, tilt, perforation, and retrieval difficulties. Per the medical records, the filter was deployed in an angulated position. Multiple unsuccessful attempts were made with an en snare system (18-30 mm) to place the snare around the hook of filter. Further, attempts were made to tilt the filter using the sheath and snare in order to reposition the hook into ivc, however this was also unsuccessful. All this retrieval attempts contributed to further tilting of the filter. Therefore, the deployment issue could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 05/2012, (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced abdominal pain; however, the current status of the patient is unknown.